Manufacturer narrative:
The report of driveline fault alarms was confirmed based on the evaluation of the returned driveline. A section of the external portion/distal end of the driveline approximately 9.5 inches was returned. A clamshell had been previously installed to correct a distal-end bend relief disconnect. The clamshell and the silastic sleeve were removed, and examination of the bionate layers and shielding revealed areas with shield breakdown. Although it was reported that a brown sludge-like substance was noted underneath the silastic sleeve during the driveline repair, visual observation did not reveal any biologic material in the driveline. Electrical continuity testing on the returned section of the driveline found all wires to be electrically intact and no continuity issues were found. The shielding and bionate layers were removed and examination of the underlying wires revealed an elongated red wire with fractured inner conductors adjacent to the metal/controller connector. The wire became completely fractured when a small amount of force was applied. The conductors of this wire were exposed. The fracture of the wire appeared to be the result of repetitive flexing of the driveline in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The system controllers in use prior to the driveline repair were returned for evaluation. The system controllers were found to function as intended and no driveline fault alarm was reproduced upon evaluation. The log files submitted prior to the driveline repair were evaluated and the data captured the driveline fault alarms where phase 2 was elevated. The elevation of phase 2 indicates potential damage to the black wire in the patient¿s driveline; however, this was unable to be confirmed during the investigation of the returned driveline. The system operates on a three phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the red wire to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the hospital personnel provided information on 01/14/2016 indicating the submitted log file shows the driveline data to be stable at the time, and the remainder of the log file appears to be normal. The patient¿s system controller, serial number (B)(4) remains in use.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 3 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the clinic with a driveline fault alarm and white lines through the lcd screen of the system controller (pc-41769). The system controller was replaced. On (B)(6) 2015, it was reported that the patient received a driveline fault alarm on the system controller (pc-35213) that replaced pc-41769. The system controller was exchanged. On (B)(6) 2015, the customer reported that the patient received a driveline fault alarm on the system controller (pc-51668) that replaced pc-35213. The customer stated they were able to clear the alarm and it had not alarmed again. It was reported that the driveline fault alarms appeared to be related to the actual driveline and not the system controllers. X-ray images provided appeared unremarkable; however, it was noted that the pump end bend relief and a short portion of the internal driveline were not viewable in the x-rays submitted. On (B)(6) 2015, a driveline repair was performed. It was reported that a brown sludge-like substance was noted underneath the silastic sleeve during the repair. The source of the substance could not be determined at the bedside, but a culture was sent for analysis. The results of the culture showed no growth and no organisms. During the evaluation of the returned portion of the driveline a compromised wire was found.